Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation (B)(6)2022. Failure analysis investigations confirmed the customers reported complaint "wire broken." Failure analysis found the primary failure of broken pitch cable to be related to the customers reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measures approximately 0.032¿ x 0.046. Pitch cable breakage occurs when the tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables that can influence pitch cable failure. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument was last used on (B)(6)2022 on system sk5170 with 6 uses remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted left colon resection surgical procedure, that the instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable broke while attempting to grasp the colon. The instrument was never stuck on tissue. The procedure was completed as planned without any injury or harm to the patient. No fragments fell into the patient. The surgeon searched around with the endoscope to visually confirm there were no fallen fragments. The patient has not returned with any post-surgical complications. There are no images or video of the procedure available for isi review.